Event description:
An aq2010v model lens split in half upon insertion, the surgeon noticed it was damaged prior to inplanting. There was no patient contact or injury. It is unknow if the product malfunctioned.